Manufacturer narrative:
H3, h6) software data was received and analysis confirmed the reported event. No software issues were detected. The issue was due to user error. This was reported to be a revision case but posterior element correction is not supported by the system or the software. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l3 to s2 revision procedure, the site was unable to register the posterior elements. It was noted the patient had medtronic legacy metal implanted from l3 to l5, including a cross-link. L3 and l4 were registered but the remaining construct (l5-s2 posterior elements) was unable to be registered. The surgeon placed s2/s1, removed the hardware, and then placed l3 and l4. The surgeon utilized the openings/trajectory from l3/l4 to place l5. It was noted they were using software version 5.1.2 for the first time. They were able to register only l3-4 to use navigation midas. There was no impact to patient's outcome and there was no surgical delay time. Additional information received from a manufacturer representative reported that the guidance system was not aborted. The site continued the case without having the ability to navigate the drill additional information was received. It was reported that they were able to achieve registration of the anatomy. What didn¿t work with using the new 5.1.2 version software was the registration of the posterior elements which did not allow them to use the navigation midas. Additional information was received. It was reported that they were able to register the entire region they were operating on and used the guidance system to place all screws. What did not work in the new 5.1.2 software version was being able to verify the l3/4.